Event description:
On april 3, 2006 the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter was displaying error 4 message. The patient obtained the error 4 message on the reported meter for an unreported period of time. On an unidentified date and time, the patient was "acting weirdly" a blood glucose result of 36mg/dl was obtained on a health care professional's meter. The patient was treated with food and/or beverage. No information was provided regarding the patient's diabetes trteatment regimen or patient actions taken prior to the time of concern. The csa confirmed that the test strips were in good condition and the testing room temperature was within range. The csa walked the patient through retesting and the error 4 message appeared. The meter, test strips, and control solution were replaced. The complaint is reported because the patient was unable to obtain a result on the product due to the error 4 issue. She experienced hypoglycemia and received treatment by a medical professional.